Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-45 lead; 419688 lead, implanted (B)(6) 2009. (B)(4)

Event description:
It was reported that the patient experienced syncope and presented to the emergency room. An interrogation observed the left ventricular (lv) lead had increased capture threshold. Also, the right ventricular (rv) lead measured high capture threshold. The leads remain in use. No further patient complications have been reported as a result of this event.